Manufacturer narrative:
The insulin pump was received with stripped battery coin slot. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
While requesting a replacement belt clip, customer reported that the insulin pump was cracked on the display screen, battery housing thread, and on the top corner. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.